Event description:
"Caller alleged discrepant results compared during multiple testings at home and with the lab. Results as follow:" date: 2008; inratio: 2.4, 4.0, 4.8; lab: n/a. Date: same day; inratio: 5.0; lab: 3.2.

Manufacturer narrative:
Investigation pending.